Event description:
A baxter service technician reported finding a colleague infusion pump with an "intermitent stop key on ch. A caused by faulty phm keypad ". This event occurred during product evaluation. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available. Uim master software versions with a software configuration number ending in 5.04.00 will be categorized as unremediated.

Manufacturer narrative:
(B)(4). During service, an "intermitent stop key on channel a caused by faulty pump head module (phm) keypad" was discovered. The pump head module (phm) key pad was replaced. The pump passed all functional tests and was returned to the customer.

Manufacturer narrative:
(B)(4). The root cause of issues concerning the pumphead module keypad are currently being investigated under mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Due to customer denial of the cost of repair estimate, no repairs were made to this pump and it was returned un-repaired to the customer.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a gastric biopsy procedure. According to the complainant, during the procedure, the biopsy sample reportedly damaged the mucosa and caused digestive bleeding. The procedure was completed with the complaint device. The extent of the bleeding and type of intervention required to stop the bleeding is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received: the exact event date is unknown, however, it occurred during (B)(6) of 2010. The patient's condition was reported to be stable.

Event description:
It was reported that during inspection of the device by the customer, the front panel leds are out for motor speed control and there was not enough drive. There was no case involvement and there were no adverse patient consequences.